Event description:
Event description boston scientific, crm rec'd info that the pt with this device passed away. It was noted that the device was beeping after the pt died. A request was made to have the device analyzed, after it was returned to determine if the device may have caused or contributed to the death in any way.

Manufacturer narrative:
Not returned. It was communicated that the device was initially returned to medtronic. Pending return from medtronic. This section will be updated upon completion of laboratory analysis.